Manufacturer narrative:
Additional information is provided. The clinical analyst has reviewed this file and stated the following: the company representative reported on behalf of the surgeon. ¿they have had a few cases where the infusion line has enough force to push open a full thickness macular hole intra-op, where one was not present before. This usually occurs at the time after dye is put in the eye for a membrane peel and is being aspirated back up. Once the infusion has kicked in, (and if it is just happens to be aimed at the wrong spot,) this event occurred. The surgeon has asked for advice from the company about how to avoid this.¿ a communication has been sent from a company representative to contact the surgeon for additional information on the reported event, to better answer concerns. The company representative asked the surgeon to provide a better understanding of the circumstances surrounding the reported event. The surgeon provided a response which states. ¿these cases are uncomplicated epi-retinal membrane (erm) peels. The eye was filled with fluid, indocyanine green (icg), (which is used for staining). The incidents happened when erm had been removed or partially removed. The icg was then used to stain the internal limiting membrane (ilm) again (or re-stain). During the second icg removal is when the macular holes opened and enlarged from what appears to be a jet of infusion. In both cases, the intraocular pressure (iop) control was on and a hole was not seen at any point before. The surgeon uploaded video¿s for the company representative to review. The therapeutic unit expert reviewed the emails and footage of the case and provided feedback. The following is a review of the feedback; ¿small holes may have been created during the membrane peeling, which then became larger and more apparent when there was increased fluidic movement during the icg removal. Video #1 review: at 0:31 - 0:32 during the ilm peel you can see traction, with the creation of a possible break peri-foveally somewhere in the 12:00 - 3:00 region (in our video view). At 0:42 - 0:43 it looks to me that there is a small break from 2:00 - 3:00 within that same peri-foveal region. At 0:59 - 1:00 the break expands and becomes more apparent during icg removal. Video #2 review: the second video is a bit tougher to analyze since the view and resolution are worse. But I think: during peeling, at 12:26 - 12:37, 12:50 - 12:53 in particular, you can see a small suspicious area of darkening near the tip of the bend of the vessel the membrane was peeled from¿I think this could be a small break which was created at that location. At 14:32 - 14:34 the darkening expands and the break becomes more apparent at this location during icg removal.¿ the final impression of the therapeutic expert goes on to state that the settings (during the aspiration of the icg) were not provided. However, it would be advised that the maximum aspiration setting not be used during, as opposed to what was used.¿ the response of the feedback review is currently pending. The surgeon was sent a communication providing a review of the video's and guidance on how to alleviate a reoccurring event. The eye¿s interior is filled with vitreous, a gel-like substance that fills about 80 percent of the eye and helps it maintain a round shape. The vitreous contains millions of fine fibers that are attached to the surface of the retina. As we age, the vitreous slowly shrinks and pulls away from the retinal surface. Natural fluids fill the area where the vitreous has contracted. This is normal. In most cases, there are no adverse effects. Some patients may experience a small increase in floaters, which are little ¿cobwebs¿ or specks that seem to float about in your field of vision. However, if the vitreous is firmly attached to the retina when it pulls away, it can tear the retina and create a macular hole. The macula is a small area in the center of the retina where light is sharply focused to produce the detailed color vision needed for tasks such as reading and driving. When a full-thickness defect develops in the macula, the condition is referred to as macular hole. Also, once the vitreous has pulled away from the surface of the retina, some of the fibers can remain on the retinal surface and can contract. This increases tension on the retina and can lead to a macular hole. In either case, the fluid that has replaced the shrunken vitreous can then seep through the hole onto the macula, blurring and distorting central vision. Macular holes can also occur in other eye disorders, such as high myopia (nearsightedness), injury to the eye, retinal detachment, and, rarely, macular pucker. There was no request for service during the reported event. Therefore, no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. While it is not entirely conclusive, based on the investigation results, the most likely cause of the reported event is the increased fluidic movement during the icg removal enlarging the small holes that may have been created during the membrane peeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the infusion line had enough force to push open a full thickness hole during a retinal procedure. Additional information was requested.